Event description:
Customer reported a secondary infusion of cytoxan in 250 mls of solution hung at 1715 and set to infuse at 270 ml/hour (includes a 20 ml flush) and by 1735 the entire bag was empty. The volume infused displayed on the pump was 102 ml. The pcu and pump module were sent to biomed for testing. Customer believes that a back check valve failure occurred. Both devices passed all testing. Customer discarded the product. No harm reported to the pt and no medical intervention required.

Manufacturer narrative:
MFR's report date: 4/13/2011. (B)(4). The customer complaint of secondary medication back up into primary set could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.